Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Suspected cause was due to the customer¿s basal rate and carbohydrate ratio needing adjustments. Customer consumed carbohydrates and glucose tablets to address bg. Customer updated the basal rate and carbohydrate ratio setting to address the event.